Manufacturer narrative:
No medical intervention was required. The device was evaluated on site and technician was not able to replicate the reported issue. During evaluation, the technician noted the handpiece would not consistently fire after releasing the trigger button. The technician was unable to find the root cause therefore the handpiece was replaced. New handpiece performs as intended within device specification. The device history record confirms that the device passed and met all requirements before releasing. Since the customer site reported the laser unintentionally firing upon a staff member's upper lip, this event is then reportable to the FDA as an aro (accidental radiation occurrence) related injury.

Event description:
It was reported that the vectus released an unintended radiation occurrence and burned a site staff member's upper lip.